Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 0343900. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4). It was reported that there were false positives.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4). It was reported that there were false positives.